Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. Return of the device and sheath may have further aided the analysis. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation and before use, the protective sheath of the nc trek 2.75 x 8 mm balloon dilatation catheter was difficult to remove. The device was not used and there was no patient involvement. Another same size device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.